Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2019 the patient¿s driveline exit site (dles) was re-cultured and noted to grow (B)(6). The patient was admitted and put on daptomycin; however, the patient could not tolerate therefore medication was changed to vancomycin on (B)(6) 2019. The patient pulled their peripherally inserted central catheter (PICC) on (B)(6) 2019 and was put on doxycycline and back on vancomycin several times due to the patient¿s ongoing PICC removal issues. There were several months in which the patient was unreachable and complicated by non-compliance and lack of follow up making it unsure what type of antibiotics the patient was on. No additional information was provided.